Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient became short of breath during treadmill test after programming head had slipped off and was restored. The device is still in use. No patient complications have been reported as a result of this event.